Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing tachycardia and that their heart is beating erratically. The patient further reported that their leadless implantable pulse generator (ipg) doesn't seem to be doing what it is supposed to do. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.